Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late due to re-evaluation of event.

Event description:
It was reported that a low rv pacing lead impedance, high capture threshold and a decrease on the signal amplitude were observed. No noise was seen on the ventricular channel. Insulation lead damage was suspected. The physician opted to monitor the device since there were no egms with noise. The lead remains implanted.